Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified volume of packed red cells (prbcs), at an unspecified rate, via a plum pump. It was reported that approximately 10 minutes after the delivery was started, an unspecified volume of prbcs leaked onto the floor. During visual examination at the user facility, a hole in the tubing proximal to the cassette was noted. The customer contact reported that the container of prbcs was wasted due to a break in sterility. After an unspecified length of time, the patient was crossmatched for a replacement unit of prbcs to be delivered. At an unspecified time, the tubing set and the blood container were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Thought requested, no add'l info was provided.